Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's right lead had all high impedances. The patient had to be hospitalized with complications due to possible lead migration. The physician is sending her for a possible paddle lead implant. Patient does have effective therapy.

Manufacturer narrative:
Additional information obtained confirmed there was no lead migration and surgical intervention was not taken. Effective therapy was achieved through programming. Based on this information, this is no longer reportable.